Event description:
It was reported that, while processing the device containing cord blood, a leak was observed at the freezing bag¿s back side, coming from the lower left corner of the large compartment of the bag. When examined by under a microscope, the area of the bag that leaked looked pinched or poked. No clinical involvement was noted.

Manufacturer narrative:
The returned device was evaluated by the firm's engineering department. The reporter's observation of leakage was confirmed, localized to a white line on the bag, which had an appearance similar to a fracture on a glass surface. When the bag was subject to flexure, the white line opened up to demonstrate a hole that opened up to the inside of the chamber. This hole would certainly have leaked, and thus the reporter's observation is confirmed. The hole appeared to be jagged, as opposed to being a "pinhole". In other words, the defect is more of a ragged tear than a clean puncture. On rare occasions in the past we have seen similar appearances on returned devices. Upon physical examination they initially look like a scratch in the bag, but deflecting them shows the scratch will sometimes penetrate. Such damage can be caused by the edge of a needle dragged across portions of the bag, or even less sharp objects, especially if they impinge on the bag during centrifugation. A review of the device history record for the lot number of this device did not reveal any deviation from established sop's or failure to meet release requirements. The production area for this device is maintained free of sharp objects of any kind, to avoid just this sort of damage. The evolution above suggests that the observed damage to the bag did not happen during production. Instead, the nature of the cuts suggests something that happened during subsequent handling; it is possible the bag could have been exposed to impingement during centrifugation or possible contact with sharp objects during handling either before or after centrifugation. Summary the user's report was confirmed. The damage to the device resulting in leakage appeared unlikely to have been inflicted during manufacturing. Rather, it is typical of damage that may occur during handling, including centrifugation, during the device's use while processing cord blood. Unless substantially significant information becomes available, this constitutes a final report.